Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty advancing, and deployment issue were not tested as the stent was not on the balloon and not returned. The stent dislodgment was confirmed. It was noted that the balloon was tightly folded and there were crimp marks visible on the balloon between the balloon markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties and subsequent treatment to embed the dislodged stent to the vessel wall were due to case circumstances. It is likely that the resistance encountered during advancement was due to interaction with the introducer sheath. The lesion was described as tight which may have compromised the inner diameter of the introducer sheath contributing to the resistance. Additionally, the difficulty deploying the stent and dislodgment was likely the result of the distal end of the herculink elite being bent or entrapped in the tight lesion preventing adequate inflation to the balloon to fully expand the stent resulting in dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tight lesion located in the right common iliac artery, that was not predilated. The rx herculink stent system was advanced, possibly with resistance through the 6f radial sheath to the lesion and during deployment, resistance was noted and the stent dislodged. The stent was crushed against the vessel wall and an omnilink stent was implanted to cover the crushed stent. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.